Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, on post-operative day (pod) 5, the valve interacted with the implantable cardioverter-defibrillator (ICD) lead. A patient received an evoque valve in tricuspid position where the valve was implanted and final deployment was very good; however, it was noted that the ICD lead was straightened in the atrium after the procedure. With deployment of the evoque valve, there was enough slack in the ventricle but there was no longer slack in the right atrium. The lead most likely shifted from its septal position to a more lateral position. An increase of the impedance was measured. There was no more stimulation possible due to the impedance change; there was no impact on the rhythm. It was noted, an extravascular ICD (lead under the sternum) will be implanted. The patient was in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for system interaction with previously implanted device(s) was unable to be confirmed. Available information suggests that inadequate wire placement may have contributed to the reported event. However, a definite root cause is unable to be determined. No manufacturing non-conformities were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.